Manufacturer narrative:
(B)(4). The investigation was completed on 10/11/2016. Retain and returned product was tested and the customer's complaint was not reproduced.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old male patient. There was no patient information at the time of this report. The customer states that the patient was not treated on the I-stat results and return product is not available for investigation. The investigation is underway. (B)(6). There are no injuries associated with this event. The investigation is underway.